Manufacturer narrative:
Philips service replaced the mvr high power board and power supply x00001b, restoring the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that stand movement was limited due to a c-arc control failure on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.